Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 06-dec-2018 device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: a review of the pump¿s alarm history revealed cs 064 call service alarms. There was no data in black box relating to the event. No call service alarms were duplicated during testing. The rewind, load, prime sequence was performed successfully with no alarms occurring. The pump cover was removed and no evidence of the moisture or damage was observed inside the pump. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.